Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a heart valve surgery, when opening the package, there were only eight needles and threads instead of the normal ten. The user opened another pack of sutures to resolve the issue. There was no patient injury.